Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer received information regarding a dreamstation auto bipap. The device was returned to a third party service center. During visual inspection of the device, corrosion was found in the device. In addition, the inspection found a missing modem flipdoor and a destroyed connector. The device was scrapped. The report is being summitted for corrosion found in the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.